Manufacturer narrative:
The patient was sent home with a catheter for the next seven days.

Event description:
Patient left side bladder perforated with sharp tip trocar. Contrast gushed out sheath. Cysto confirmed iatrogenic injury. Right side implant was attempted using the sharp tip trocar and then the blunt tip trocar. Device was deployed but appeared posterior on fluoro. Cysto confirmed posterior placement. Device was removed and the doctor reengaged with blunt tip trocar. Patient right side bladder perforated with blunt tip trocar. Contrast gushed out sheath. Cysto confirmed iatrogenic injury. Bladder contained 30cc of a 50/50 mix of sterile water and isovue 300 when both perforations occurred.

Manufacturer narrative:
The patient was sent home with a catheter for the next seven days.

Event description:
Patient left side bladder perforated with sharp tip trocar. Contrast gushed out sheath. Cysto confirmed iatrogenic injury. Right side implant was attempted using the sharp tip trocar and then the blunt tip trocar. Device was deployed but appeared posterior on fluoro. Cysto confirmed posterior placement. Device was removed and the doctor reengaged with blunt tip trocar. Patient right side bladder perforated with blunt tip trocar. Contrast gushed out sheath. Cysto confirmed iatrogenic injury. Bladder contained 30cc of a 50/50 mix of sterile water and isovue 300 when both perforations occurred.